Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("left side pelvic pain/pain") and genital haemorrhage ("irregular heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera. Concurrent conditions included hematuria, uterine leiomyoma and ovarian cyst. Concomitant products included calcium, colecalciferol (vitamin d3), cyanocobalamin (vitamin b12) and mesalazine (lialda) since 2009. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain lower ("cramping"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), pain ("pain all over"), adnexa uteri pain ("ovaries pain"), the second episode of abdominal pain lower ("cramping") and dysuria ("dysuria"). The patient was treated with antibiotics, naproxen sodium (aleve), ibuprofen, surgery (hysterectomy with bilateral salpingo-oopherectomy) and alternative therapy (relie from hunching over or lying down). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and vaginal haemorrhage had resolved and the menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, pain, adnexa uteri pain, the last episode of abdominal pain lower and dysuria outcome was unknown. The reporter considered adnexa uteri pain, cystitis, dysmenorrhoea, dysuria, genital haemorrhage, menorrhagia, pain, pelvic pain, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: she had need for additional surgery. The patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: total bilateral occlusion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: urinary tract infection, dysmenorrhea, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) (type: bladder/urinary), dysmenorrhea (cramping), cramping, ovary pain were added. Outcome of the events were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("left side pelvic pain") and genital haemorrhage ("irregular heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.